Manufacturer narrative:
The reported complaint was not verifiable. This occurred with the 1.65 software, no records found showing it has been upgraded to 1.69. The customer stated the device has been working fine since and no product was returned for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the base excess (be) and bicarbonate (hco3) readings on the blood parameter monitor (bpm) just cut out mid case but returned when recalibrated. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on 28-oct-2015: during cpb, the perfusionist (ccp) noticed that the base excess (be) and bicarbonate (hco3) readings were not available on the bpm, as the user experienced dashes (- - -). When the user recalibrated the unit, the readings returned. The dashes occurred when the ph reading was 7.69 and partial pressure of carbon dioxide (pco2) was reading 42. The be and hco3 are calculated values based on measured ph and pco2. With the above values, the be and hco3 were calculated above the operating range (be -25-25 milliequivalent per liter (meq/l) and hco3 0-50 meq/l). Per the manufacturer clinical specialist, the bpm unit is doing what it is designed to do. The dashes (- - -) happened when the ph went out of range. There is evidence to suggest that a ph inaccuracy caused the be and hco3 to go out of range. Over a fifteen minute time frame, the ph drifted from 7.29 to 7.69. A recalibration was done and the lab value ph was 7.38. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.